Event description:
The customer reported the generation of erroneously low patient results for multiple chemistries including sodium (na), potassium (k), triglyceride (tg) and low-density lipoprotein (ldl) on their au680 clinical chemistry analyzer. The customer repeated the three (3) patient samples and reported the corrected results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the results for three (3) patients.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au680 clinical chemistry analyzer and observed the sample empty errors. The fse replaced the sample liquid detection board to resolve the issue. The fse observed no further errors and verified the analyzer resumed normal operation. Information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier (B)(4).